Event description:
A report was rec'd that the pt has developed a lesion above the ipg site which is oozing. The physician doesn't know why the site is infected and prescribed the pt oral antibiotics. The pt is doing well following a 10 day course of antibiotics.